Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. The device was withdrawn and manual compression was applied instead. There was no reported patient injury. The operator had many years of experience using the exoseal. The device was used in a lower extremity arterial occlusion opening surgery. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. The device was slowly retracted at an angle of approximately 50° and the blood return indicator pulsed to a stop. The device was slowly withdrawn for approximately 1 cm, but the indicator window did not change color. The user continued to be slowly retract the device and made several attempts to change the angle, but the indicator window did not change color. Additional information was requested but not provided. The device is being returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. The device was withdrawn and manual compression was applied instead. A pressurized dressing was used on the patient after the procedure. There was no reported patient injury. The operator had many years of experience using the exoseal. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in a lower extremity arterial occlusion opening surgery. The procedure was performed by retrograde puncture from the right femoral artery using a short 7f non-cordis sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The device was slowly retracted at an angle of approximately 50° and the blood return indicator pulsed to a stop. The physician did not have their thumb placed on the plug deployment button during retraction. The device was slowly withdrawn for approximately 1 cm, but the indicator window did not change color. The user continued to be slowly retract the device and made several attempts to change the angle, but the indicator window did not change color. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The device was attempted to be deployed outside the patient¿s body, and it deployed normally. The device is being returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, b7, d10, g3, g6, h1, h2, h3 and h6 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. The device was withdrawn and manual compression was applied instead. A pressurized dressing was used on the patient after the procedure. There was no reported patient injury. The operator had many years of experience using the exoseal. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device was used in a lower extremity arterial occlusion opening surgery. The procedure was performed by retrograde puncture from the right femoral artery using a short 7f non-cordis sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The device was slowly retracted at an angle of approximately 50° and the blood return indicator pulsed to a stop. The physician did not have their thumb placed on the plug deployment button during retraction. The device was slowly withdrawn for approximately 1 cm, but the indicator window did not change color. The user continued to be slowly retract the device and made several attempts to change the angle, but the indicator window did not change color. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The device was attempted to be deployed outside the patient¿s body, and it deployed normally. One non-sterile exoseal vascular closure device, size 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. The guard locking simulation could not be performed due to the unit being received already deployed. Additionally, the functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since it was reported that the device was successfully deployed outside the patient and was received fully deployed with no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.